Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provided by the site showed the right subclavian access vessel had significant calcification. The access vessel had moderate tortuosity. The right subclavian access vessel is 5.4mm, which is slightly less than the recommended 5.5mm for the 14f esheath. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The product complaint was unable to be confirmed and the monthly control limit for the applicable complaint category did not exceed the monthly occurrence rate. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. It is to be noted, if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for sheath shaft liner torn  and sheath shaft resistance with delivery system  was unable to confirmed. The device was not returned, and no relevant device pictures or videos were provided for evaluation. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis; therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Reviews of DHR and lot history showed no indication a manufacturing non-conformance contributed to the event. As reported, ¿there was some resistance inserting the valve through the sheath.¿ per the IFU ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ per the imagery provided, it was revealed that there was significant calcification near the entrance to the aorta and moderate access vessel tortuosity. The mld of 5.4mm was also slightly below the recommended size (5.5mm for 14f esheath). Tortuosity can create a challenging pathway for delivery system insertion through the sheath. The presence of calcification along with undersized vessel can prevent the sheath from fully expanding, leading to resistance and increasing the necessary push force to advance the delivery system through the sheath. As such, available information suggests that patient factors (access vessel calcification/ tortuosity/diameter) likely contributed to the device resistance as reported in this complaint. Per the imagery provided, it was revealed that there was significant calcification near the entrance to the aorta and moderate access vessel tortuosity. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft liner tears. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification) are likely the contributing factors for sheath shaft liner tears. Vessel tortuosity can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system, which could potentially lead to the delivery system catching onto the liner of the sheath and creating liner tears upon removal. Sheath liner tears have been previously investigated by a technical summary written by edwards lifesciences.  Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary.  Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter.  The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length.  This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents.  Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance.   As part of the technical summary, manufacturing mitigations were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality.   In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. As a part of pv testing, an expander is inserted through the sheath to confirm that the liner expands as designed. Pre- and post-expansion testing, the sheath shaft liner is visually inspected for physical defects and damage, including for torn liner. Furthermore, if a torn liner is observed during pv testing, the entire lot is scrapped.   These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event.   Device ifus and physician training documentation were also reviewed.  Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage.  Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage.   A total of 181 patient complaint events for sheath liner tear were identified.          174 devices showed no evidence of a manufacturing non-conformance.         7 complaints were related to improper shaft expansion or shaft stretching and were thus not considered to be within the scope of the technical summary.         Scratches or kinks were present in a majority of cases, which are indicative of access vessel calcification, tortuosity, device manipulation, and challenging insertion angles. These factors may lead to damage / weakening of the liner and, subsequently, a tear.    142 of 174 complaints (82%)  exhibited at least two of the contributing patient factors:  scratches, kinks, balloon catheter burst or tear, access vessel calcification or access vessel tortuosity    scratches/kinks: 51/174 occurrences, or a rate of 29.3%    calcification/scratches/kinks: 24/174 occurrences, or a rate of 13.8%    calcification/scratches/kinks/tortuosity: 18/174 occurrences, or a rate of 10.3%   based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigations in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed. In this case, there may have been excessive manipulation and push force while navigating the delivery system through the sheath due to insertion difficulty. This may have caused damage to the liner. Calcification can damage the exposed portion of the sheath liner, which could lead to immediate cutting/tearing of the sheath liner or the weakening of it. A weakened liner can tear during advancement or retrieval of the delivery system. As such, available information suggests that patient factors (access vessel calcification/ tortuosity) and procedural factors (excessive device manipulation) likely contributed to the liner tear. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during the procedure of a 26 mm sapien 3 ultra in the aortic position via subclavian approach there was some resistance inserting the valve through the sheath. The valve was successfully deployed. There was no difficulty during removal. Upon removal "a hole that started roughly 9 cm back from the sheath tip, extended for 5cm and terminated roughly 4cm from the sheath tip" was observed. The tear was reported to be vertical in the blue section of the esheath. There was blood loss due to the reported tear and on post-operative day 1 the patient received a blood transfusion of 2 units. Patient was reported to have no calcification and moderate tortuosity. Per medical opinion, the damage to the esheath was likely due to patient factors moderate tortuosity. Post transfusion the patient is doing well.